Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that the patient was instructed by the hcp to turn the ins back on. They turned the ins on and increased program 4 from 1.9 to 4.2, which the patient confirmed was comfortable. The patient noted that 4.3 had been uncomfortable when adjusting, so it was lowered. The consumer described to the patient the sensation they would feel as "shocking". The patient confirmed the sensation was comfortable.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy; the patient stated they had had bowel and bladder issues on and off since 2015 and their symptoms got really bad tuesday or wednesday of last week. Their healthcare provider (hcp) had instructed them to turn the implantable neurostimulator (ins) off for about seven days to see what happens. The patient asked how to turn the ins off and it was discovered the ins was off and must have been off since thursday when the hcp turned it off. During the call the patient had a bladder accident and noted it had been the worse one since having the ins off, and mentioned they had been doing pretty good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.